Manufacturer narrative:
The surgical light system used for this procedure was hled, which is not sold in the u.s. But shares a similar design with powerled series, marketed in the u.s. A field service technician from a third part distributor visited the facility and performed optical measures on the concerned device. The illuminance was measured and non non-conformities were found. The manufacturer checked the optical measures that had been performed in the production line for the affected cupolas. All the measured values were in accordance with the device's labeling and with the international standard iec 60601-2-41. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer notified a maquet representative that a patient sustained a first degree burn (equivalent to a sunburn) on their feet after being exposed to a surgical light during the surgery. (B)(4).